Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. Review of the device image indicated that the device reset after the occurrence of shorted output stage detection alerts caused by a power-on reset. The noise from electrocautery caused vf detection and high voltage delivery into a low impedance load which damaged an output transistor and caused power-on reset. The root cause of the low impedance load could not be determined.

Event description:
It was reported that during lead revision the device went into backup mode when electrocautery was used. The physician electively replaced the ICD. The patient condition was fine.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. Upon receipt, the device was interrogated and was found to be in backup vvi mode due to a power-on-reset. The cause of the power-on-reset was high voltage delivery from electrocautery into a low impedance output. The device was tested on the bench and a damaged output transistor was found to be the cause of the low impedance output. The root cause of the damaged output transistor could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.